Event description:
On (B)(6) 2013, a reporter for the lay user/patient contacted lifescan (lfs) alleging black marks on the patient¿s onetouch ping meter. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient/reporter claimed the alleged issue began at approximately 7pm the day before contacting lfs for assistance. Approximately 15 minutes prior to the alleged issue, the patient was experiencing symptoms of ¿thirst and her face got red.¿ no form of treatment was administered and the reporter confirmed that the patient had a back up meter available. At the time of troubleshooting, the cca noted that the meter was not being used for the first time. Prior to attempting to test the meter was dropped. Replacement products were sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient¿s symptoms started before the reported issue first occurred. There was no indication that the patient¿s symptoms deteriorated since the patient did not receive any form of medical intervention after the product issue occurred. However, this complaint is being reported because the alleged product issue remained unresolved.